Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after a diagnostic procedure. The patient had an orthopedic consultation (reason unknown) the day. Two days later an abscess at the groin site was noted. The patient was started on vancomycin. The next day there was "heavy bleeding" from the groin and pressure was applied to the site. The bleeding stopped and the patient continued on the course of antibiotics. Six days later, bleeding started from the groin site again. The patient was taken to surgery the next day for drainage of the abscess. Hemostasis was achieved via patch. Approximately three days later the patient was discharged from the hospital with no further adverse sequelae.